Event description:
It was reported that there was impending failure of the right atrial lead due to low impedance in unipolar and not working in bipolar. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.